Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell off from the patient's body with a deflated balloon. It was later reported that the catheter was inserted into the patient at 8:30 a.m., and the catheter fell out around 15:00 p.m.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed as manufacturing related. The sample was visually evaluated and observed to have a tear on the rubberize layer that allowed the inter lumen to leak. The origin of the tear was evaluated under a microscope and noted to be round and could be caused by the manufacturing process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the catheter fell off from the patient's body with a deflated balloon. It was later reported that the catheter was inserted into the patient at 8:30 a.m., and the catheter fell out around 15:00 p.m.